Event description:
The physician claims that, the graft was implanted in the "coeliac" artery by the "coelioscopy." The procedure took approx 90 minutes. About 6 hours later, the pt became hemorrhagic and underwent add'l surgery to explant the prosthesis due to its becoming torn lengthwise at its anastomosis site. The physician believes that this was a serious complication which could have led to the death of the pt. The pt recovered with the implant of another graft. The above is all the info available at bsc at this time.

Manufacturer narrative:
The device history records (DHR) were reviewed as required. All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. The production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. There are no similar complaints against the batch.